Manufacturer narrative:
(B)(4). Date sent: 12/08/2021. Additional information was requested, and the following was received: rep reported no information regarding patient receiving radiation. Physician was a resident. Customer felt anvil was attached correctly. Device was in green firing range when fired. Donuts were not confirmed nor complete transection. Safety taken off prior to green range.

Manufacturer narrative:
(B)(4). Batch # u5f08m. (B)(4). Additional information: could you please clarify if there were any patient consequences? Yes, 3 hours of additional surgery. There are pouch functional issues with ileoanal pouch compared to stapled. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Longer hospital stay due to prolonged anesthesia and surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? Had the patient received radiation or chemotherapy? Who fired the device? Was the anvil properly attached prior to firing? Was the device in the green firing range when fired? Did they confirm complete donuts? Did they confirm complete transection? Was the safety taken off prior to getting into green range? Is the device available for return? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were two staples inside of the pockets. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during ileoanal j pouch, doctor was using a cdh29a closed down on it to an acceptable green marking staple range went to fire and claims that the blade cut through and no staples were formed. They did not form into "b"s. The staples came out at the site and they weren't in the b formation, they were still in goal posts. The surgeon hand sewed the anastomosis. It is unknown if a leak test was performed but assumed. At the time of the call it was unknown the status of the patient. It is unknown who fired the device.